Manufacturer narrative:
Corrected b5 statement from the previously submitted record: the manufacturer received information alleging a patient had expired while they were either on or off the ventilator. It was not known if the patient was on or off the ventilator device and no known cause of death. The device settings at the time of the event were preset one (1): psv, passive circuit, avaps-off, peep-8, pressure support-12, autotrak, rise-2 and preset two (2): simv-vc, passive, tidal volume-600, peep-8, pressure support-12, breath rate-4, I-time1.0, flow pattern ramp, autotrak, rise time-2. There was no allegation of device malfunction. There was no report of medical intervention at the time of this report. The device was then returned to the manufacturer for evaluation. The device was inspected for visual defects and therapy was ran prescription (or preset) 1 and the device operated as expected. Therapy was run on prescription (or preset) 2 and the device operated as expected. The trilogy evo passed all testing and was operating as expected.

Event description:
The manufacturer received information alleging a patient's trach started bleeding while using a ventilator. The patient was suctioned, and CPR was initiated. It was reported that the patient was transported in ambulance to the hospital on (B)(6) 2022 and passed away that night around 21:00. The police heard from the facility that there had been no abnormality in the device. The device settings at the time of the event were preset 1: psv, passive circuit, avaps-off, peep-8, pressure support-12, autotrak, rise-2 and preset 2: simv-vc, passive, tidal volume-600, peep-8, pressure support-12, breath rate-4, I-time1.0, flow pattern ramp, autotrak, rise time-2. It was not known if the patient was on or off the vent device and there was no known cause of death. The device was then returned to the manufacturer for evaluation. The device was inspected for visual defects and therapy was ran prescription (or preset) 1 and the device operated as expected. Therapy was run on prescription (or preset) 2 and the device operated as expected. The trilogy evo passed all testing and was operating as expected.